Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported receiving the message 'discharge, admit new patient' on their bedsides and if they cancel it, the message comes up again. This was determined to be related to the 2018 adt reboot issue. There was no patient incident.